Event description:
A healthcare worker (hcw) reported a cidex opa spill. The spill occurred when a respiratory therapist placed a tray of solution on a shelf, which collapsed and the solution spilled everywhere. The hcw began coughing right after the spill. She left the area and the coughing stopped. There was no medical attention or treatment received.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch review trending by product line, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. Complaint history trending for cidex opa solution with the problem code of "cidex solution spill" and "hru - respiratory reaction" did not reveal any significant trends. Batch history review of cidex opa solution was not performed as the lot# was unknown. The fmea (failure mode effects analysis) score below the threshold of 100. The shuma (system hazard use misuse analysis) risk was assessed as a category I (broadly acceptable risk). The hhe (health hazard evaluation) was performed for user symptoms and it was determined that these symptoms are typically transient and disappear once the user is moved to a well-ventilated area. The hhe hazard/risk index was scored a 2 (none/negligible). There was no product sample returned for investigation. An asp clinical support representative reviewed and provided the customer with a letter regarding spill clean-up. Per the instructions for use, "exposure to ortho-phthalaldehyde vapors may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well ventilated area. The cidex opa solution instructions for use states to use cidex opa solution in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air." A CAPA was opened to investigate healthcare worker reports of human reaction symptoms while working with cidex opa solution. Through the investigation, it was determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reaction symptoms. The root cause of this complaint is the inadvertent exposure to cidex opa solution vapors due to an accidental spill at the facility.

Manufacturer narrative:
(B)(4); coughing. The customer was provided with instruction for the disposal of cidex opa solution.